Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. Pump received with normal operating current.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexpected power loss on insulin pump. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.